Manufacturer narrative:
This part is not approved for use in the united states; however a like device with catalog # 55811015540, upn# 00643169065314 and 510k # k122433 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare facility via a manufacturer representative regarding a patient with pre-operative diagnosis for t9 collapse and screw looseness. Level implanted t10-l5. It was reported that the removal was performed at t9 for loosening of screws. L2 screws were replaced. Additional connection extension of l3, 4 and 5 was performed. There was health damage to the patient. There were no symptoms reported. There was no malfunction associated with the event. It became a reoperation because it became difficult for patient to walk.